Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012485482 was returned and analyzed. Visual inspection identified the spiral array had a pinched pebax tube, a crushed electrode, exposed electrode wires, and an exposed nitinol ball wire. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function became stuck due to exposed electrode wires and the nitinol ball wire on the spiral array. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. High magnification optical inspection revealed a pinched pebax tube, crushed electrode, exposed electrode wires, and an exposed nitinol ball wire. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the returned product inspection due to s pinched pebax tube, exposed electrode wires, a crushed and deformed electrode, and the array nitinol ball dislodgement from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, electrode three displayed constant noise on the electrogram. All cables were inspected and reinserted, and the catheter interface cable was replaced, but the noise issue persisted. The catheter was then replaced, which resolved the issue. After the physician completed the ablation and during removal of the catheter, a small knot was observed at the distal tip. Following post-mapping, the physician decided to continue ablating, so the knotted catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.